Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or pictures provided were insufficient to perform visual or dimensional evaluations. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. The complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing severe left knee pain. The patient indicates that from 1 to 10 his pain is: 8 and no pain relief. Due diligence is in progress for this complaint; to date no additional information or product has been received from the reporter.